Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30887537) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient who suffered from basilar artery stenosis underwent a vascular stent placement procedure. During the procedure, the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30887537) was delivered to the target position and the stent advanced within it. The stent was impeded in the microcatheter and could not pass through the microcatheter tip. The physician retracted the microcatheter and observed that it had become kinked / bent. A new microcatheter was used as replacement and the procedure was completed with the original stent. There was no report of any patient adverse event or complication. On (B)(6) 2022, additional information was received. The information indicated that there was vessel tortuosity and the stent used during the procedure was a 4mm x 23mm enterprise 2 stent (encr402312), the lot number was not obtainable. Continuous flush was maintained through the microcatheter. There was no resistance experienced while advancing the guidewire through the microcatheter. The microcatheter was replaced with another 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 03-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the patient who suffered from basilar artery stenosis underwent a vascular stent placement procedure. During the procedure, the 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30887537) was delivered to the target position and the stent advanced within it. The stent was impeded in the microcatheter and could not pass through the microcatheter tip. The physician retracted the microcatheter and observed that it had become kinked / bent. A new microcatheter was used as replacement and the procedure was completed with the original stent. There was no report of any patient adverse event or complication. On 21-nov-2022, additional information was received. The information indicated that there was vessel tortuosity and the stent used during the procedure was a 4mm x 23mm enterprise 2 stent (encr402312), the lot number was not obtainable. Continuous flush was maintained through the microcatheter. There was no resistance experienced while advancing the guidewire through the microcatheter. The microcatheter was replaced with another 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The tip was observed in good, normal condition. A section of the microcatheter was observed flattened from 0.5cm to 21cm, along with one (1) compressed section more prominent at 3cm. These measurements were taken from the distal end of the device. The total length of the device was measured to determine if the flattened section could be elongated. The total length was measured to be 150.9cm; this is within specification. The microcatheter was flushed using a lab sample syringe. After that, a lab 0.04572cm lab sample guidewire was introduced, and it was advanced. The guidewire was able to pass through the flattened portion of the device without any difficulty. The inner diameter (ID) and outer diameter (od) of the microcatheter at the non-damaged / flattened section and were confirmed to be within specifications. The issue documented in the complaint related to the microcatheter being kinked could not be confirmed since such damage was not observed on the returned device. The reported issue regarding the microcatheter being obstructed could not be replicated in the product analysis lab as the functional test performed and there were no issues observed. However, the complaint detailed that the stent could not pass through the microcatheter tip, and based on the appearance of the returned device, it is possible that the flattened segment observed may have contributed to the issue encountered during the procedure. According to the risk documentation, inability to deliver therapeutic device to desired location is a risk associated to the microcatheter damage during use, specifically, during insertion of the microcatheter into the rotating hemostasis valve (rhv) of guiding/intermediate catheter or sheath. Other factors such as the vessel tortuosity detailed in the complaint information, may have contributed to the issue encountered; there is no indication that the issue reported is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30887537) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: investigation findings / investigation conclusions: the ¿no problem detected (d14)¿ code was used in the investigational findings because the issue documented in the complaint regarding the microcatheter being kinked was not observed / noted during the inspection of the returned complaint device. This code corresponds to the code ¿no device problem found (c19)¿ code in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.